Event description:
It was reported that the patient experienced a performance decrement following a reported trauma. The implanted device remains and the patient will continue to be monitored by the health care provider.

Manufacturer narrative:
This report is filed on march 18, 2019.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2018 and the patient was re-implanted with a new device during the same surgery. This report is filed on february 04, 2019.